Manufacturer narrative:
Clinical investigation: based on the available information, the patient¿s liberty select cycler is disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or manufacturers¿ specifications. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, the point-of-contact (poc) for this 75-year-old ((B)(6) 1948) male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) contacted fresenius customer support for assistance terminating the patient¿s treatment. The poc stated the patient was being taken to the hospital. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient experienced a stroke on (B)(6) 2023 while undergoing ccpd therapy. The patient¿s spouse awoke in the early morning to find her husband¿s speech was slurred and he seemed confused. The patient¿s spouse contacted emergency medical services (ems) and the patient was transported to the hospital. Radiological testing revealed the patient experienced a stroke, and the patient was formally admitted. Although little is known about the patient¿s hospital course, the pdrn reported the patient¿s speech and confusion improved. The patient was transferred to a rehabilitation hospital on (B)(6) 2023 for physical and occupational therapy. The patient continues to undergo ccpd at the rehabilitation hospital (hospital cycler) and is recovering from the events. Per the pdrn, the events were unrelated to the patient¿s utilization of any fresenius product(s) and/or device(s).